Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included stress testing with test patient circuit without duplicating the customer's report. Logs indicate repeated patient disconnects and pressure anomalies consistent with a proximal pressure-sense line issue or circuit leak, while fio2 adjustments and absence of power faults confirm continued ventilator operation. The device was recertified and returned to the customer. No trend is associated with reports of this type.